Event description:
The customer reported that their device lost power three (3) times during a patient event. The patient was reportedly only being transferred and did not require any defibrillation during this event. Each time the device lost power, the customer was able to power the device back on by selecting the on button. There was no adverse effect to the patient during the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.